Event description:
Customer reported the insulin pump alarmed unexpected restart during normal use. The customer's blood glucose was 165 mg/dl. The device also alarmed remote frequency failed self test alarm. The device was not stored for an extended period of time or alarm did not occur shortly after inserting a new battery. Customer was advised to monitor the device while replacement arrived. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a21 after battery change due to faulty c13 interface board. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.